Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on: 06/03/2009.

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she has been experiencing constant pain, swelling, bloodshot and burning eyes. She also reported pain in her sinuses and ears. The consumer reported that she has seen a naturopath who has performed testing and told the consumer that she is allergic to the iol material. The consumer reported that after receiving one treatment from the naturopath, she has had a reduction in the pain and burning in her eyes. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.